Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery. The balance middleweight (bmw) universal ii guide wire was advanced into the anatomy; however, the torque did not feel right. The physician believed that the feeling was due to the anatomy; therefore, the 2.0 x 12 mm trek balloon catheter was advanced, but the trek balloon met resistance with the guide wire and was removed. An attempt was made to remove the guide wire, but resistance was noted with the balloon catheter. The guide wire and balloon catheter was removed together, and damage was noted to the guide wire and to the trek, but the damage could not be clarified. A new bmw universal ii guide wire and unknown balloon catheter were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. In reviewing the all the information obtained during the investigation of this incident, the reported difficulty appears to be related to the case circumstances. A review of the lot history record and a review of the similar incidents complaint history could not be performed because the part# and lot# are not known. Based on the information reviewed there is no indication of a product deficiency. The bmw universal ii referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as discarded; however, the distal portion of the device was returned. Evaluation summary: the distal shaft of the catheter was returned for analysis and the reported guide wire resistance was confirmed as the catheter was stuck on the guide wire. In reviewing the all the information obtained during the investigation of this incident, the reported difficulty appears to be related to the case circumstances. A review of the lot history record and a review of the similar incidents complaint history could not be performed because the part# and lot# are not known. Based on the information reviewed there is no indication of a product deficiency.